Event description:
Clinical coord reports one minicap disconnect cap of which a pt reported that the cap came off during pt use. The home pt had just had the catheter implanted; therefore, the home pt's nurse was putting the minicaps since the exchanges were done by the nurse. No abnormalities were noted by the nurse regarding the minicaps or transfer sets. Although prophylactic antibiotics were administered (keflex, 500 mg orally) there was no pt injury associated with this incident.